Event description:
The customer reported that the battery compartment wouldn't allow the battery to lock in.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.